Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced ongoing intermittent high blood glucose (bg) levels that displayed as 'high' on the continuous glucose monitor (cgm). Cause was related to human factors, as customer has been taking growth hormones. The customer changed their infusion set and cartridge, and a correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.